Event description:
A customer reported that burrs were seen on the tips of their polymer I/a (irrigation/aspiration) tips when opened. There was no pt involvement.

Manufacturer narrative:
No 0.3 mm polymer I/a tip has been received for eval at this time, therefore, the condition of the product could not be verified. The device history records for the component lot was reviewed. Unrelated processing abnormalities were found during the review. The associated lot was released according to the MFR's acceptance criteria. A root cause has not been determined. This is the second of three reports for this facility. (B)(4).